Manufacturer narrative:
This report is being filed based on the report of "the guidewire shred". The device was not received for evaluation; therefore no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. The warnings section of the device instructions for use (dfu) also indicates, "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire hydrophilic guide wire and or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." The procedure was reported to be a non-vascular procedure; however, the guidewire selected for use was a vascular use guidewire. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. Additional information was requested from the distributor; however, at the time of this report no further relevant information was provided. If there is any further relevant information provided a follow up medwatch report will be submitted.

Event description:
Event description: it was reported that: during the nephrostomy procedure, the guide shred when passing it through the introducer. No visible residue in the patient's kidney. Clinical consequences: obligation to use another guide.